Manufacturer narrative:
The catheter was returned for analysis without the detachable tip; therefore, any contributing factors from the tip could not be assessed. Based on the reported information and the device analysis, the customer's report of ¿tip premature detachment¿ was confirmed. However, the cause for the experience reported could not be determined. The lot history record review showed no discrepancies that would have contributed to the reported experience. All products are 100% inspected for damages and irregularities during manufacture.

Manufacturer narrative:
The device has not been returned for analysis ; therefore the cause of the event could not be determined. If the device is returned a supplemental report will be filed.

Event description:
Medtronic received information that during an embolization procedure of a dural fistula in the right transverse sinus, the tip of the apollo catheter prematurely detached during navigation and remains within the patient. It was reported that the catheter was placed into the vessel close to the fistula point. After control microinjection, the physician tried to advance the catheter further with the microwire, but nothing happened with the distal marker. The physician removed the catheter, but the tip remained in place within the patient. There are no plans on removing it. A second apollo was used to complete the procedure without issue. There was no patient injury reported as a result of this event. The device will be returned minus the tip, as it remains in the patient. The catheter was flushed as indicated in the IFU. There was not friction or difficulty during injection. There was no force applied during removal. The catheter tip did not become entrapped, as this was prior to liquid embolic injection. There was no vasospasm and no surgical or medicinal intervention. The vessel had minimal tortuosity. No patient complication was reported as a result of this procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.